Event description:
The manufacturer was contacted in reference to a philips nebulizer device. The reporter alleges the nebulizer is not working. The reporter stated air can be felt coming out of the device and there were no obstructions. The reporter additionally stated the medicine does not evaporate, and the baffle piece is inside of the medicine cup. Two separate nebulizer kits were used, but the problem persists with both. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.